Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant. Hence rupture is being unreported. Device evaluation: the device related to the reported event rupture was received on march 11, 2025. With lot number 3596145. Based on the product analysis performed, the assessments of the complaints are rupture: no observed openings on the device. As per the investigation procedure, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b2, b5, d9, h1, h3, h6.

Event description:
Previous medwatch submission noted rupture. Healthcare professional reported that device was found intact upon explant.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device has been explanted and replaced.